Manufacturer narrative:
The ICD was received for analysis. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. In conclusion, there was no indication of a device malfunction. Analysis of the device revealed normal battery depletion.

Event description:
After an implantation period of approx. 43 months, a premature battery depletion was observed. The ICD was replaced. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.